Event description:
The following was reported by the user facility: it was reported that a collamend fm was placed on (B)(6) 2012 for a hernia repair. After placement a fistula on the small intestine (bowel) was noticed. A partial explant of the mesh took place on (B)(6) 2012. On (B)(6) 2012 the mesh was entirely removed as a new fistula was noticed with large adhesion to the entire bowel.

Manufacturer narrative:
Based on the information provided, no definitive conclusion can be drawn. The information provided indicates that the patient was treated for a fistula and adhesions, both of which are known adverse events listed in the IFU. A review of the manufacturing records was performed including a review of sterility records and there was no evidence of a manufacturing related cause for the reported event. Additionally, no sample was returned for evaluation.